Event description:
It was reported that a pt under went an aortic valve repair procedure on (B)(6)2009. The reservoir had been working without any problem until (B)(6)2009 when the reservoir inflated with air readily after the re-activation. There was a tear on the exit port of the reservoir. No adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.